Event description:
It was reported that the patient presented for a scheduled procedure. The next morning it was discovered that the left ventricular lead (lv) had no capture in any vector. An x-ray was performed an it was discovered that the lead had dislodged. The procedure was performed to reposition the lead. However, when attempting to disconnect the (lv) lead from the implantable cardioverter defibrillator (ICD). The physician was unable to unscrew the lead. Multiple hex wrenches were attempted however still unsuccessful. It was noted that the lead was stuck and the wrench wouldn't catch the screw. The physician decided to cut the lead and remove it while attached to the generator. The ICD and lead were explanted. The patient was in stable condition.